Event description:
In 2009, the lay-user/patient contacted lifescan alleging an unknown issue with a one touch ultra meter. The patient takes self-adjusted insulin. As a result of the alleged issue, the patient reportedly decreased a does of an unidentified medication. The patient also claimed that she developed symptoms of sweating, nausea, vomiting, and shakiness after the alleged issue began. The following information is unknown: what specific issue the patient was alleging, what date/time the alleged issue began, what date/time the reported symptoms developed, what actions the patient took before and after the symptoms developed, what date/time the patient decreased her medication dosage(s), what medication the patient decreased, what date/time the patient administered the self-treatment on insulin, and if the patient's blood glucose was tested on another device during the time of concern. In addition, the patient's testing frequency, medication and diabetes regimen, phone number, address, gender, and name are unknown. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he/she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.